Event description:
The device history record for the lead was reviewed and verified that the lead passed all quality inspections prior to release for distribution.

Event description:
The patient's generator was reportedly replaced and the post-op impedance values were within normal limits after the generator was changed. The device was reportedly not available for return to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
A provider reported that a vns patient's system was exhibiting high lead impedance. The provider indicated that the patient recently experienced a fall and that the fall may be responsible for the high impedance. X-rays were taken but the radiologist's x-ray interpretation did not indicate any anomalies with the patient's vns system. The x-rays are to be submitted to the manufacturer for review. Data was obtained from the user's programming system and is being sent to the manufacturer for review. No known surgical interventions have occurred to date.

Manufacturer narrative:
Age at time of event, corrected data: the manufacturer's initial report incorrectly indicated the patient's age to be (B)(6) instead of (B)(6) based on the initially reported event date of (B)(6) 2016. With the newly identified event date of (B)(6) 2016 the patient's age is now entered as (B)(6).

Event description:
The patient was evaluated again on (B)(6) 2016 and high lead impedance of >=10,000 ohms was observed once again via system diagnostics. Battery status was normal, ifi = no. It was learned that the patient had experienced a grand mal seizure during which he fell and struck his chest on a bathroom sink. The patient has a history of grand mal seizures. The treating neurologist has re-ordered a new set of x-rays to look more specifically at the implanted vns system as he did not feel the first x-rays were of sufficient quality to assess the implanted vns system. After reviewing the x-rays the physician plans to address the high impedance situation surgically. No x-rays have been received by the manufacturer to date. Tablet programming system data was obtained and review of the data indicates the first high impedance measurement (>=10,000 ohms) occurred on (B)(6) 2016. The physician believes the patient's fall has contributed to the high lead impedance. No known surgical interventions have occurred to date.

Event description:
Clinic notes were received stating that the patient¿s vns device had migrated near his armpit. The vns reportedly moved around in the patient¿s chest due to his seizures making him fall on the floor. The vns was reportedly causing the patient to lose his breath. The physician believed that the patient¿s migration caused the high impedance. The patient¿s chest area was reportedly red and sensitive to touch. No known surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluated by manufacturer, additional information: evaluation of the suspect device is not required as it would not provide additional relevant information to the reported event.

Event description:
X-rays were provided to the manufacturer for review regarding the high impedance. The x-ray images identified that the lead did not appear fully inserted into the connector block, potentially causing the high impedance. No known surgical intervention has occurred to date.